Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced difficulties with the cartridge fitting onto the pump. Additionally, the cartridge was loose and would dislodge from the pump. Customer confirmed that there was no o-ring on the pneumatic tap. There was no impact to the customer's blood glucose level. The customer continued using the pump for insulin therapy.